Manufacturer narrative:
(B)(4). Device evaluated by MFR. It is indicated that the device will not be returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An avx thrombectomy set was selected for a thrombectomy procedure in the iliac vein. Aspiration was initiated inside the body for approximately 10 seconds. However, an error message to check saline supply was displayed. The device was reset over and over again. The heparinized saline was leaking into the tray and it was noted that a small amount of blood was in the tubing but nothing in the bag. Aspiration stopped and they stopped using the catheter. The procedure was completed with another of the same device. There were no patient complications and the patient's condition was fine.